Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing stated there was no speaker sound at start up test and failed at manual power on test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the mx40 1.4 ghz smart hopping indicating that it was receiving a speaker malfunction anddid not produce sound. It is unknown if the device was in clinical use at time of event, no patient harm was reported.